Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(6).

Event description:
Same case as 2134265-2016-02615. It was reported that the burr became stuck on the rotawire. The target lesion was located in a coronary artery. A 1.50mm rotalink¿ burr and a 330cm rotawire¿ were used for treatment. During the procedure, it was noted that the burr was unable to advance. Furthermore, it was observed that the burr became stuck on the rotawire. The burr and the rotawire were removed from the patient's body and completed the procedure with another of the same devices. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with the rotawire inserted in the device. A kink was noted in the guide wire throughout the device. An attempt was made to remove the guide wire from the device; however, the guide wire could not be fully removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-02615. It was reported that the burr became stuck on the rotawire. The target lesion was located in a coronary artery. A 1.50mm rotalink burr and a 330cm rotawire were used for treatment. During the procedure, it was noted that the burr was unable to advance. Furthermore, it was observed that the burr became stuck on the rotawire. The burr and the rotawire were removed from the patient's body and completed the procedure with another of the same devices. No patient complications were reported and the patient's status was stable.